Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-13725. . It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed under-sensing on the atrial channel. The source of the under-sensing was unknown. No intervention was performed. There were no patient consequences.